Manufacturer narrative:
Follow up e MDR pr (B)(4). Production batch history records for applicator pn 930299 lot number 0248263 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode .failure mode can not be confirmed since photos provided were not enough to perform failure analysis. H3 other text : see narrative below.

Event description:
Material no.: 930299 and batch no.: 0248263. It was reported that the sponge is dry and less giving than others. Is the chg applicator in the IV start kit the same product as the individually wrapped one? Does it have the same solution inside and the same volume? (I¿ve attached two photos¿in the second one, the one with the product information is the one that comes inside the IV kit¿they look identical and look like they¿re both bd.) Staff have noticed the sponges on the ones in the IV kit are dryer and have less give.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930299, batch no.: 0248263. It was reported that the sponge is dry and less giving than others. Is the chg applicator in the IV start kit the same product as the individually wrapped one? Does it have the same solution inside and the same volume? (I¿ve attached two photos¿in the second one, the one with the product information is the one that comes inside the IV kit¿they look identical and look like they¿re both bd.). Staff have noticed the sponges on the ones in the IV kit are dryer and have less give.